Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by physician to a company representative and forwarded by our affiliate (B)(4). This case involves a female, patient, (age nose), who received poly-l-lactic acid (sculptra) on an unknown date. Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, the patient experienced nodes similar to plaque at the application site of poly-l-lactic acid. Corrective treatment, if any, was not reported. Event outcome is unknown. (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Addendum for follow-up received on 03-june-08: (B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Addendum for follow-up information received on 13-aug-08: this case is associated to cases (B)(4) by the same reporter. The reporting physician confirmed that in all three cases, the patients developed complications after using lot 6015. It is reported that these female patients developed "contamination for rapid growing mycobacterium." The reporter mentioned that she had knowledge of an outbreak of mycobacterium, which has been happening in brazil after some medical procedures (nos). No further information is available. Additional information received on 18-aug-08: the reporting physician stated that cultures were performed in a private laboratory, but as of the date of this report, the results have yet to be provided. The reporter stated that she was thinking that "something happened" (nos) with the poly-l-lactic acid, or with the sterile water.